Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator service required" code was observed in the ventilator's error log. The device's oxygen blending module board was faulty and replaced to address the issue. The device passed final test.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator service required" code was observed in the ventilator's error log. The device's oxygen blending module board was faulty. Also, the oxygen wire harness need to be replaced due to a test failure, which related to oxygen positive flow not functioning properly. The device passed final test. Section "(device) problem code grid" and "component code grid" are updated in this report.